Manufacturer narrative:
The investigation determined that higher than expected vitros phyt results were obtained on a vitros quality control fluid and lower than expected results were obtained from two separate patient samples when tested with vitros phyt reagent on a vitros 4600 chemistry system. The assignable cause of the event is unknown. An instrument issue cannot be completely ruled out. Based on historical quality control, there was no indication the vitros phyt micro-slide reagent malfunctioned, however, the limited number of replicates reviewed cannot provide a statistically significant conclusion regarding reagent performance.

Event description:
The customer obtained higher than expected vitros phyt results on a vitros quality control fluid and lower than expected results from two separate patient samples when tested with vitros phyt reagent on a vitros 4600 chemistry system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected vitros phyt patient 1 result was not released from the laboratory, and no treatment was altered, stopped, or initiated as a result. The lower than expected patient 2 result was reported from the laboratory, and the patient was administered a bolus of drugs due to the lower than expected phyt result. A second blood draw post the administration of phenytoin showed the drug level to be within the therapeutic range. Based on medical consult, no serious or long term health consequences are expected. There was no allegation of patient harm as a result of this event. This report is number three of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).